Event description:
It was reported that during the system explanation due to infection, the physician had difficulty removing the right ventricular (rv) lead and rescheduled the case until the right extraction tools were available. This lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture correction in e1 initial reporter email.

Event description:
It was reported that during the system explanation due to infection, the physician had difficulty removing the right ventricular (rv) lead and rescheduled the case until the right extraction tools were available. This lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead remains in service.